Manufacturer narrative:
The investigation was completed with the returned sample and the information available. A review of the manufacturing records did not find any issues which would have contributed to this event. As the device was not returned with a certificate of decontamination, it could not be safely inspected. A picture of the device was instead examined and revealed the fracture that had been reported. However, the root cause of this event cannot be conclusively determined. Additional information: device evaluated by MFR?, device manufacture date, evaluation codes.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the screwdriver broke during surgery; no part fell in the patient. The surgeon completed the surgery using another final screwdriver shaft. The surgery was not delayed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.